Event description:
It was reported to philips that the flexviewing computer was unable to stay booted up. The device was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) visited system onsite and confirmed that the fexviewing pc was not booting up. Upon troubleshooting, the fse found that the pc was not stable, shuts down automatically. The cause of the flexviewing pc failure was not conclusively determined by the supplier's part analysis. However, replacing the flexviewing pc by the fse has resolved the issue. The system was returned to use in good working condition. The codes were updated based on the investigation outcome.